Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology due to large gap. The reported poor image resolution was associated to tough imaging. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted to stabilize the slda clip and further reduce mitral regurgitation. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) with a grade of 5, degenerative long leaflets, and a large gap. A triclip xtw was inserted and deployed on the tricuspid valve. However, difficulties visualizing the clip occurred and after deployment, the clip detached from the lateral leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). To stabilize the slda clip and to further reduce tr, a second triclip was inserted and deployed on the tricuspid valve, reducing tr to a grade of 1. There was no clinically significant delay in the procedure.